Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the rite (returned instrument test evaluation) failure. The external/internal inspection was performed and the device passed, along with all of the electrical testing. The device passed temperature verification testing. During the evaluation, the fluid was transferred above the rite specified limits showing that the device had failed a rite functional test. The results of the evaluation revealed the cause of the failure to be disintegrated piston foam. The piston foam was to be scrapped and the device was sent for servicing. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. The device failed during evaluation with no patient involved. No additional information is available.